Event description:
Baxter sales representative (bsr) notified baxter corporate product surveillance (cps) of one ce infusor sv 1,12 pack in which a leak was observed at the junction of the tubing and the filter. This occured during infusion of fluorouracil (5-fu). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted.